Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had issue is an abnormal sound. Upon investigation and troubleshooting, it was found that the drive manifold assembly is defective. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) states we will share the report once received. As for the part, it will be returned. No repair information available. In future if we receive any repair information will reopen and update the investigation.